Event description:
During removal of a port-a-cath the metal hub portion was removed. However, the physician was not able to locate the connector and catheter. The patient was transferred to another facility for a vascular consultation. It is not known if the patient was a chemotherapy patient. We will follow up with the facility where the patient was transferred, and provide this information if available. Follow up reveals that upon removal of the device it was noted that the hub and the catheter were no connected. The patient was sent to a different facility, and there is no further patient information available. The hub remains at the reporting site.